Event description:
It was reported that there was a broken/frayed cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the procedure was completed with no patient harm, adverse outcome, or injury and no delays. No patient info can be disclosed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding a torn cable was confirmed by failure analysis.